Event description:
The manufacturer was informed of the following event through report (ref. Mw5147014) from FDA. Based on the information available, patient originally was diagnosed with 1- aortic stenosis (severe) 2- lv hypertrophy 3- high chads / has-bled score 4- small aortic aneurysm. As such, aortic valve replacement with xl perceval sutureless pericardial, epi-aortic ultrasound scanning, aortic root repair with commissural plication, and exclusion of laa with 50mm atriclip was performed on (B)(6) 2016 with no complications. Reportedly, patient tolerated the procedure well. On (B)(6) 2021, re-intervention was required since patient was diagnosed with severe perceval prosthetic aortic valve degeneration - severe aortic valve stenosis sts score: 1.5% nyha class 3 chronic diastolic chf (congestive heart failure). The following procedure performed transfemoral transcatheter aortic valve replacement with edwards s3 # 26 valve (3 cc added into the balloon) cerebral protection: sentinel neuro embolic protection. No complications were reported. No further information is available.